Event description:
A customer reported that the system displayed an error message during a vitrectomy procedure. After a delay of greater than 15 minutes, the system was exchanged and the procedure was completed. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).